Event description:
It was reported that during a lap assisted distal gastrectomy, the tip of the tissue pad (about 2mm x 1mm) came off after cleaning with saline. Another device was used to complete the case. There was no reported pt consequence.